Manufacturer narrative:
The reported events fluid discharge and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: spontaneous fluid leakage, drainage

Event description:
Patient representative reported "mental anguish, depression, anxiety, aggravation of depression and anxiety, and other physical and emotional manifestations that are severe and ongoing". Later, patient reported via sus voluntary "severe, persistent breast swelling and abrupt malposition (one implant has dropped, one elevated) spontaneous fluid leakage and drainage breast pain (burning, stinging, shooting) thickness and severe skin sensitivity around the chest area and chest area skin burning sensations and noticeable redness neurological symptoms including tingling, nerve pain, and random radiation of pain into neck and arms fatigue that is relentless and worsens over time severe, random nausea, bloating, and indigestion panic episodes not controllable anxiety, panic, and recurring confusion and discolouration, feeling cold, insomnia uncontrollable anxiety, panic, and random panic unprovoked by underlying". This report is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. In response to FDA report number mw5168521, mw5168522, mw5168523, mw5168524.

Event description:
Patient representative reported "mental anguish, depression, anxiety, aggravation of depression and anxiety, and other physical and emotional manifestations that are severe and ongoing". Later, patient reported via sus voluntary "severe, persistent breast swelling and abrupt malposition (one implant has dropped, one elevated) spontaneous fluid leakage and drainage breast pain (burning, stinging, shooting) thickness and severe skin sensitivity around the chest area and chest area skin burning sensations and noticeable redness neurological symptoms including tingling, nerve pain, and random radiation of pain into neck and arms fatigue that is relentless and worsens over time severe, random nausea, bloating, and indigestion panic episodes not controllable anxiety, panic, and recurring confusion and discolouration, feeling cold, insomnia uncontrollable anxiety, panic, and random panic unprovoked by underlying". This report is for the right side. The device remains implanted.